Manufacturer narrative:
Qn# (B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
The complaint is reported as: "the doctor found that the cuff was leaking during the tracheal intubation of the patient, and then replaced it in time, without aff ecting the operation process." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
"The doctor found that the cuff was leaking during the tracheal intubation of the patient, and then replaced it in time, without affecting the operation process." No patient harm reported. The patient's condition is reported as fine.